Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: actas urol esp. 2007; 31(10): 1141-1147. (B)(4).

Event description:
It was reported via a journal article"title : trans-obturator tape (tot) in the correction of stress urinary incontinence. Three-year experience with 200 patients." Author : pardo schanz j1,2, ricci arriola p2, tacla fernández x1, betancourt ortiz e. Citation: actas urol esp. 2007; 31(10): 1141-1147. The objectives of the study was to assess the safety and efficacy of the tot in the treatment of female stress urinary incontinence, according to the authors experience. This is a prospective study of 200 patients (age range: 34 to 78 years old) who underwent tot in the gynecology unit of the department of obstetrics and gynecology of the barros luco-trudeau hospital, between january 2003 and october 2006. A prolene monofilament mesh (ethicon) was used during the procedure. Reported complications included urinary infection (lower urinary tract infection; n-1) which required antibiotic therapy, lower extremity pain (n-3) which required analgesic drugs, displacement of the tape at the third month (n-1) which required new surgery, and failure of the surgery, maintaining the stress incontinence (n-10). The tot is a technique whose modifications compared to tvt, reduce the time of surgery and its complications. Tot is a safe and effective technique in the surgical correction of stress urinary incontinence.